Manufacturer narrative:
It was reported that the c-arm rotated by itself in a counterclockwise direction and seemed to travel to the physical limit. Log files from august 14th, 2024 through august 15th,2024 (8:36 pm) were reviewed by a field engineer (fe) to search for the uncommanded motion. Nothing was found in the log files. The fe suggested that there may be an intermittent stuck c-arm switch or rear paddle rotation switch that caused the issue. The fe also suspected a sticking or failing button. Both buttons were examined but the issue was not reproduced. No further action was taken and the issue did not return. There were no patient or user injuries reported. Additionally, it was reported that the system did not recognize multiple compression paddles. No further action was taken. There were no patient or user injuries reported. A review of this device history showed that the issue of the uncommanded c-arm motion did not return after this occurrence. The issue of the unrecognized paddles returned on november 20th, 2024, and was resolved under a separate complaint. The paddle issue is not related to the uncommanded c-arm motion. There were no part replacements; therefore, no parts were returned for further investigation. The c-arm was 641 days old at the time of the issue and the paddles were 540 days old. No parts were returned for further investigation. The probable cause of the uncommanded movement and the unrecognized paddles could not be determined. Further investigation could not be performed as the parts were not returned. Due to the limited information provided and lack of part return, the root cause of the c-arm and paddle failure could not be determined. Conclusion: based on a review of the complaint, a CAPA is not needed at this time as there was no patient or user harm. Additionally, the risk is considered very low based on the occurrence. Future events will be monitored and trended. Complaint confirmed: no device history record (DHR) review: a review of the complaint history for 3dm160102096 showed no additional complaints for uncommanded c-arm movement. The paddles were previously unrecognized on february 24th, 2023, but this issue resolved with calibrations under a separate complaint. The paddles were unrecognized again on november 20th, 2024. To resolve the issue, the paddle assembly was replaced under the associated complaint number. There were no discrepancies related to paddles or uncommanded motion found. The paddles were tested for installation and had verified functionality on this gantry with no issues noted. System product code: 3dm-sys-std serial number: (B)(6) system manufacture date: 15nov2022 system installation date: 14dec2022 unique device identified (UDI): (B)(4)

Event description:
It was reported on august 16 that the technician saw the gantry rotated by itself when no one touched it. This happened at least twice over the last week. Rotates in a counter-clockwise direction and seems to travel to the physical limit. A field engineer examined the device and could not see the c-arm rotation issue and requested a more specific date and time. The field engineer reviewed the logs to search for the customer's claim although nothing was found in the logs. The field engineer suggested that an intermittent stuck c-arm switch or rear paddle rotation switch may have caused the issue. The field engineer was unable to replicate the issue. No injury to the patient was reported.